Event description:
It was reported that this right ventricular (rv) lead shock lead was exhibiting high out of range impedance measurements. Technical services (ts) was consulted and confirmed these measurements. Further actions regarding the possibility of rv lead testing and reprogramming were discussed. This rv lead remains in service. No additional adverse patient effects were reported.